Event description:
The customer reported the system is displaying a ma on in error message and system crashed. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system but has not reported evaluation results. (B)(4). (B)(4).